Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, uterus enlarged, adenomyosis, leiomyoma nos, paratubal cyst and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), uterine leiomyoma ("fibroids"), vaginal haemorrhage ("abnormal vaginal bleeding") and anaemia ("blood or heart disorder/condition (anemia),"). The patient was treated with acetylsalicylic acid (aspirin), surgery (total laparoscopic hysterectomy and bilateral salpingectomy with extraction of essure) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, back pain, uterine leiomyoma and vaginal haemorrhage had resolved and the anaemia outcome was unknown. The reporter considered anaemia, back pain, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2018: pfs received: new events: menorrhagia, anaemia were added. Reporter, patient demographic information, lab data updated. On 6-mar-2018: mr received: reporter, all other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), uterine leiomyoma ("fibroids") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, uterine leiomyoma and vaginal haemorrhage had resolved. The reporter considered back pain, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.